Event description:
It was reported the 355sd, 355sl and 512sd were used during a laparoscopic cholecystectomy. It was reported the top gasket of the devices leaked carbondioxide. The surgeon poured saline on the gasket noticing that it bubbled with carbondioxide escaping. The surgeon ran the insufflator on high the entire case. The surgeon did use the devices to complete the case. There was no consequence to the pt.